Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the positioning sensor unit (psu) could not be recognized by the bump of psu and the temperature sensor detection. The issue was resolved after replacing with a back-up product. There was no patient present when this issue was identified. An update was provided the issue resolved by replacing the psu.

Manufacturer narrative:
Additional information: lot number for product ID: 9735821 is p901711. The psu was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. A check of the logs found a firmware incompatibility issue and a bump and temperature failure. The psu also failed an accuracy test. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.